Event description:
Smoke out of air gas module. At the time of the incident, the company was told that customer was facing difficulties to provide care to the patient in serious situation because of the non availability of another machine. Incident reported by the customer to the authorities.